Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, underweight, stress marks, a crease fold. Microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact; non-penetrating nicks. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "leak," "lymph node encased in silicone material," "small amount of peri implant fluid that is unchanged from a previous MRI." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "leak," "lymph node encased in silicone material," "small amount of peri implant fluid that is unchanged from a previous MRI," "just fluid from the implant incased in their breast¿ and ¿it does not show to be cancer forming." Device remains implanted.